Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. She changed the infusion set and received the alarm again. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did not exit. She was then instructed to assemble a new infusion set with current reservoir; insulin did not exit the tubing. Customer changed the reservoir and was able to prime. Customer was advised that changing the reservoir resolved the issue. Blood glucose value is unknown. The reservoir would be replaced and returned for analysis.